Manufacturer narrative:
(B)(4). Correction: the outcome was changed from malfunction to serious injury.

Event description:
It was reported that after clips placement there was sudden and abundant bleeding caused by the detachment of the previously attached clips. The physician had to manually ligate the lower mesenteric vein. The patient's condition was reported as fine.

Manufacturer narrative:
Qn# (B)(4). The facility has communicated that the device is not available for investigation. P/n 544240 is not being manufactured currently, however, another part number from the same family was used for the verification of failure mode reported in the current manufacturing process and was conducted as follows: (B)(4) samples were taken from the current production p/n 544230 hemolok ml lot #73m1700173, the samples were functionally inspected, and during the test issue reported "bleeding caused by detachment of clip" was not observed, clips closed correctly. The device history review for the product hemolok l clips 6/cart 84/box lot #73c1700172 investigations did not show issues related to the complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time since the sample is not available is not possible to determine the source of the defect reported. The customer complaint cannot be confirmed since the product sample is not available to perform a proper investigation and determine the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that after clips placement there was sudden and abundant bleeding caused by the detachment of the previously attached clips. The physician had to manually ligate the lower mesenteric vein. The patient's condition was reported as fine.